Manufacturer narrative:
The device associated with this incident was not returned . We only conduct to analysis of the design principle of the lithium battery charging ic, product software mechanism, lithium battery testing standards, and backtracking of test data, as well as conducting simulations of the abnormal phenomena. Carried out comprehensive assessment and internal verification. 1.1 lithium battery protection design: 1.1.1 this type of lithium battery is equipped with a protection board inside (located between the battery terminal wire and the cell), which provides overvoltage, overcurrent, short-circuit, and over-discharge protection. 1.1.2 the charging ic on the sphygmomanometer motherboard also has functions of current limiting, overcharge, and overvoltage protection. 1.1.3 the device's software algorithm includes a low battery protection mechanism. 1.2 lithium battery supplier product control: 1.2.1 incoming material inspection (iqc) is conducted on the cell according to the aql standard, covering voltage, resistance, capacity, puncture, short circuit, and appearance inspection. 1.2.2 during the production process, 100% inspection of charging current is implemented to ensure that all internally short-circuited defective products are completely eliminated. 1.2.3 before shipment, voltage, internal resistance, and capacity are inspected again according to the aql standard. 1.3 internal product control of the company: 1.3.1 lithium batteries are inspected according to the aql standard upon arrival, with internal resistance (<250mm) and no-load voltage (>3.8v) being checked. 1.3.2 during product assembly, 100% charging current testing is carried out (standard 200-500ma). Short-circuited batteries can be detected due to excessive current, thus preventing them from reaching the customer side. 1.4 reliability test record retrospection: based on iec62133, when our company selects lithium batteries, we conduct eight tests on them, namely overcharge protection, over-discharge protection, short-circuit protection, compression, heavy object impact, free fall, vibration, and thermal shock. The pass criteria for these eight tests are that after testing, the battery should not smoke, catch fire, leak fluid, or explode. Upon checking the corresponding third-party test report, the results are qualified. 1.5 review of past complaint data and historical adverse event inquiry: 1.5.1 since obtaining FDA 510(k) certification in august 2023, a total of (B)(4) units of the w1101l model have been exported to the united states. There have been no complaints about machine overheating or softening of the plastic casing in the historical adverse event and after-sales records. 1.5.2 the cumulative domestic and international shipments of similar series products have exceeded (B)(4) units. Historical adverse event and after-sales data show that there have been no feedback records of machine overheating or softening of the plastic casing. 1.6 internal simulation verification: 1.6.1 needle penetration test on in-stock lithium batteries of the same model: a needle penetration test was conducted on the lithium battery products currently in stock (this test is the most stringent reliability verification method to simulate internal short circuit of lithium batteries). The test results show that all samples were normal, with no occurrence of smoking, bursting, or instantaneous high temperature. 1.6.2 high and low temperature test on w1101l finished products: on the same day, high and low temperature storage tests were carried out on the w1101l finished products currently. The results were normal, with all samples being normal and no occurrence of smoking, bursting, or instantaneous high temperature. In conclusion, this product will not experience the issues described in the report, and therefore does not constitute an adverse event.

Event description:
It was reported that the device (bodplvx2v) suddenly began to overheat from the bottom during normal use (not charging) by a patient. The temperature increased rapidly to the point where the plastic casing visibly warped and softened, emitting a strong, pungent chemical smell. Because the patient reacted quickly and removed the device from the wrist, no serious burns, fire, or medical treatment resulted.